Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on the 6th inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.